Event description:
An ophthalmic surgeon reported a problem with low energy output error from the laser head. This pt's flaps had been cut, but not lifted. Surgery was delayed while the laser was rebooted. This report is for the right eye, the left eye will be reported on MFR report number 3003288808-2010-00463. Although the surgeon is happy with this pt's outcome, info provided indicates this pt is experiencing a 1 line decrease of bcva and induced astigmatism at the 1 week post-op exam. Bcva decreased from 20/16++ to 20/20 and ucva improved from 20/cf to 20/25-. No further info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).